Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to left arm swelling by a total occlusion, there was no malfunction against the lead. No additional information is available at the moment. No additional adverse patient effects were reported.